Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer treated with food. The customer stated that he also had blood glucose of 28 mg/dl. The customer pulled on the side of the road. The customer stated that there were no lost sensor alarms. The customer stated that the rf connection was not established. The customer stated that there was bleeding at site and the sensor was bent.